Event description:
It was reported that prior to a laparoscopic ger procedure the device stopped working while trying to coagulate short vessels. The procedure was completed with a new device. There was no reported pt consequence.